Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the pacemakers memory content was inspected. In agreement with the complaint description the investigation of the memory revealed that the current consumption was temporarily minimally elevated as a result of a low unipolar lead impedance in the atrium. Note that the lower the impedance values, the higher the current consumption. However, the battery voltage was as expected and the battery status was therefore 100 percent. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was fully functional. During the further course of the analysis the device was long term stored at body temperature. The current consumption was stable and as expected. Subsequently the pacemaker was subjected to a complete final acceptance test and proved to be flawless. In conclusion, the clinical observation resulted from measured low impedance values, however, the device proved to be fully functional during analysis. In particular the current consumption was normal and the battery was fully charged. There was no indication of a device malfunction.

Event description:
It was reported that one month after the implantation battery depletion was observed. After interrogation it was found that the battery is nearly full. No adverse patient side effects were reported. The device is under analysis at the moment.